Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the device experienced foreign matter in tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: 1 piece of plastic inside the tube before use.

Manufacturer narrative:
Lot#: 2185003 does not exist for material 368499. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the device experienced foreign matter in tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: 1 piece of plastic inside the tube before use.